Event description:
It was reported that the left ventricular (lv) lead pulled back within hours of a difficult initial implantation procedure. The lead was reprogrammed and remains in use, "operating on limited pacing vectors." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, implanted (B)(6) 2013, 305c25 mosaic porcine heart valve, implanted (B)(6) 2004. (B)(4).